Event description:
It was reported that the external pulse generator (epg) was unable to work. It was noted that the epg was able to be turned on. There was no patient involvement.

Manufacturer narrative:
Product analysis: analysis was unable to confirm the customer comment that the external pulse generator (epg) was unable to work as the epg passed all incoming tests. It was noted that the epg's battery contact and drawer, upper and lower case, and ring cover were broken along with damaged printed circuit board (pcb) connector flexes. It was further noted that both the bail covers and the ring were missing. The epg was decommissioned as it was no longer serviceable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.